Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire drive were selected for the procedure. Resistance was encountered between the rotapro burr and rotawire. It was noted the burr was stuck in the rotawire, inside the patient, during insertion. The entrapped devices were unable to be released. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at the proximal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to the kink in the proximal end of the rotawire, product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the returned rota device due to a kink in the proximal end of the rotawire.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire drive were selected for the procedure. Resistance was encountered between the rotapro burr and rotawire. It was noted the burr was stuck in the rotawire, inside the patient, during insertion. The entrapped devices were unable to be released. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications and the patient was good post procedure.